Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "it shocked me so many times that it caused me to have a nervous breakdown. I had it removed." The (fidelis) lead was capped and the device was explanted. No further patient complications were reported as a result of this event.